Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, complication in site preparation (low bone supply), inadequate bone quality/quantity, mobility. It was not possible to achieve the primary stability. We had to give up the implantation and build up the region with a replacement material first. The insertion of the implant is planned in 6 months.